Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a solyx placement procedure performed on (B)(6) 2014. According to the complainant, post procedure, the patient experienced urinary retention of moderate severity. It was reported that the event resolved following an outpatient procedure to revise the vaginal mucosa incision performed on (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.